Event description:
Caller reported an incident of hypoglycemic requiring professional medical treatment a time when family members attempted, were unable to use the aviva system due to using incompatable strips. A request was made for the return of the meter and strips, replacement was sent.